Event description:
The patient was treated with balloon kyphoplasty for an acute compression fracture of l2. During the procedure a small amount of kyphx hvr extravasated though a fracture line into the spinal canal. The extravasation was apparent during the procedure and the physician decompressed the cord and removed the bone cement. The procedure was completed without further complication. The pt was seen in follow-up approx one week post-operative. Her pain was improved and she had no residual neurological or other sequelae.